Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 8. Reference MFR. Report#: 1627487-2017-07302, reference MFR. Report#: 1627487-2017-07303, reference MFR. Report#: 1627487-2017-07304, reference MFR. Report#: 1627487-2017-07458, reference MFR. Report#: 1627487-2017-07459, reference MFR. Report#: 1627487-2017-07460, reference MFR. Report#: 1627487-2017-07461. The patient has leads for off-label use. It was reported the patient began to experience a fever along with lead erosion. The patient was later diagnosed with an infection at their ipg and lead sites. As a result, the patient's scs systems were explanted. The patient was given oral antibiotics to address the infection. The infection resolved over time.